Event description:
A nurse reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. In an additional follow-up, the patient¿s pd nurse reported that the patient contacted the home therapy rn on the afternoon of friday, (B)(6) 2022, and reported abdominal pain and cloudy pd fluid. The patient was instructed to use the emergency antibiotic kit (drug and dose not provided). The patient was diagnosed with peritonitis. The patient came into the pd clinic on (B)(6) 2022 where pd effluent cultures were obtained. The patient was prescribed intraperitoneal (ip) antibiotics with an initial prescription of vancomycin 2g twice a week and cefepime 2g daily (duration unknown). The culture resulted positive for achromobacter denitrificans. The white blood cell (wbc) count was 2,913 (unknown units). The patient¿s antibiotics were adjusted, and the vancomycin was discontinued. The cause of the peritonitis is unknown. The patient is continuing pd therapy utilizing the liberty select cycler. The patient did not require hospitalization for the event.